Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen while the device remained functional, and the user was advised that the device was no longer watertight and should be replaced; the event involved device damage to the user interface/display component and was managed with troubleshooting, education, and shipment of a replacement while arranging return of the original device. Symptoms included no reported changes in blood glucose. Outcomes included continued device use guidance, backup therapy option, and uninterrupted cgm use through the dexcom app or receiver. Investigation included user interviews, device history review, and return logistics for evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with external impact, with no reported device malfunction or alarms, and no effect on glycemic control. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.